Manufacturer narrative:
(B)(4). Concomitant medical products: 00620005222 - shell - 63379256. Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the shell identified biological debris embedded in the fiber metal outer radius. The locking ring of the shell was severely deformed and could not function as intended. A witness (B)(6) was identified on the inner diameter of the shell indicating contact between the locking ring and the inside of the shell, likely during impaction. Visual inspection of the liner identified damage to the outer radius that corresponded to the damaged locking ring. Damage was identified on the boss of the liner, indicative of misalignment of the liner against the threaded polar hole of the shell during impaction. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00865.

Event description:
It was reported that during a hip procedure, the locking ring of the cup was damaged during the implantation of the liner. The was then removed resulting in approximately a 40 minute delay in the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.